Event description:
Boston scientific received information that the left ventricular (lv) lead was dislodged which resulted to loss of capture. The physician tried to reposition the lead but was unsuccessful. The lead was explanted and successfully replaced. This lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.